Manufacturer narrative:
Concomitant medical products: product ID: 694765 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the implantable cardioverter defibrillator (ICD) was vibrating and making a vibrating noise. This occurs at different times of the day. The patient was concerned that someone was trying to access the ICD remotely or that interference was occurring. The patient indicated that they have seen the physician and that the ICD was normal. The ICD remains in use. No further patient complications have been reported as a result of this event.